Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source, however, upon startup the touchscreen was frozen and unresponsive. Blood glucose level was between 90-150mg/dl. Reportedly the customer had manual injections as alternate insulin therapy.